Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the adjustable pressure limiting valve was not working causing a loss of manual ventilation. There was no report of patient involvement.